Event description:
The customer reported that the system displayed intermittent interlock failure and charger failed error messages which prevented the system from booting up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. As a proactive measure, the ps1 and ps2 power supplies and the charger board were replaced. Also during the service call, the connections on the control panel processor board were reseated. The system was tested and found to be working as intended and put back into service.